Event description:
The patient was implanted with a genesis ipg on (B) (6) 2009. On (B) (6) 2009, it was reported that the patient programmer displayed the "ipg battery low" message last week. The flag was cleared and now there is no communication with the patient programmer nor stimulation. Three weeks ago the patient had an emg. The scs system was turned off during the test.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.